Event description:
It was reported that a cerebrovascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Two closure devices were used. After deployment of the second 21mm watchman laa closure device, st segment elevation was noted. Systolic blood pressure dropped to 60mmhg and managed by anesthesia. Slight decrease in left ventricular function was noted via transesophageal echocardiogram (tee). The device was interrogated and noted to be too proximal for which it was fully recaptured. The case was aborted at this time and the patient was monitored. St segment returned to normal and patient was stable within 15-20 minutes. Patient was extubated and transferred to recovery. Midday it was noted the patient developed left sided weakness and vision disturbance. A computed tomography (CT) scan was performed and confirmed the patient sustained a stroke. However, the following day the patient returned to baseline without residual deficits. The implanting team suspects the patient symptoms were likely due to an air embolism in the patient's coronaries; this was not confirmed. Two days post procedure the patient was doing great and was discharged.